Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had missing segments due to cracked zebra connector on lcd board. The insulin pump had a cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was unknown. Upon troubleshooting, it was found that the display did return. The customer stated that she had removed the reservoir and left the insulin pump for a long period of time; when she was ready to change the reservoir and infusion set, she found the blank screen. She stated that she replaced the battery but the device still had a blank screen. However, she noted that she was able to bolus when pressing the b button whenever the screen came up, but then the screen went blank again. Advised replacement of the insulin pump. Nothing further reported.